Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported a nurse reported that bag of medication infused quicker than expected. Pump indicated 202.41 ml of medication was left to infuse from a 250 ml bag, but the bag was completely empty and an air-in-line alarm was produced. No consequences to the patient were reported.

Event description:
It was reported from the general surgery inpatient unit that the intravenous bag of medication infused quicker than expected. At 15:50, a primary infusion of lipid 250ml was programmed to infuse at a rate of 20.8 ml/hr with a duration of 12 hours. At 18:10 the pump was beeping "air in line" and the nurse noticed that the device indicated 202.41 ml of medication was left to infuse from a 250 ml bag, however the bag was completely empty and an air-in-line alarm was produced. The devices were inspected and were covered in spilled/dried liquid. The tubing set was not received. A review of the event logs did not reveal any programing errors and a performance verification didn't reveal any anomalies. The flowrate accuracy was within the pump's specification. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of an over infusion of lipids could not be in the review of the logs confirmed or replicated during testing. Inspection: the right (male) iui was observed with dry fluid residue. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. Inspected components were observed as bd manufactured parts. An inspection of the returned device was performed by bio med, they stated ¿the device was covered in spilled/dried liquid¿; however the tubing was not returned and could not be inspected or tested. The alleged spill could not be confirmed. Log analysis results: results from a review of the logs identified the system was powered on at 3:39:34 pm on (B)(6) 2020, with source pump module s/n (B)(6) (channel b). Based on the logs, the source device is selected and the user programs guardrails IV fluids, intralipid 20% (drug ID 231) at 3:43pm, at a rate of 20.8ml/h and a vtbi of 250ml. The infusion was started at 3:43pm. The volume infused was cleared at 5:20:26. The pump module infused until 6:00: pm when an air in line alarm occurred. The user pauses and then restarts the infusion at 6:00. The primary volume infused was recorded as 13.77ml. An air in line alarm occurred at 6:01:15. At 6:01 the user selects device and presses up arrow and changed the rate. The user then reprogramed the infusion at 6:02pm, at a rate of 20.8ml/h and starts device. The pump module is channeled off at 6:02pm. The total volume infused was 47.631ml. Rate accuracy testing was within specification. The disposable tubing was not returned for investigation. The root cause of the reported complaint that an infusion of lipids infused faster than expected was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 01/02/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.